Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the organon follistim pen® 2nd gen pen ii there was an issue with ¿my physician is selling samples to me and reusing other peoples (sic) leftover medication. I think I injected contaminated medication because of this".

Event description:
It was reported with the use of the organon follistim pen® 2nd gen pen ii there was an issue with ¿my physician is selling samples to me and reusing other peoples (sic) leftover medication. I think I injected contaminated medication because of this."

Manufacturer narrative:
Investigation summary: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Since the sample was not received and the lot history is unknown, investigation cannot be performed as a sample is required to investigate further.